Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 17.5 mmol/l (315 mg/dl) while wearing the pod between 36 and 48 hours. They reported noticing the pod leaked insulin when they administered a bolus. When the pod was removed from the infusion site (hip/buttocks) the cannula was found to be bent. Additionally, the patient reported being unsure if the cannula was properly seated in the infusion site. The patient continued treatment by applying a new pod.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported unsure properly inserted event. No damages to the environmental seal or bottom housing were observed. The cause of the reported unsure properly inserted cannula event could not be determined. No bends or kinks to the soft cannula were observed. No problem was found. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. It could not be determined if the observed damage contributed to the reported leaking during wear event.